Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right lead was removed due to infection.